Event description:
The account stated that the cd1800 analyzer generated a wbc result of 43,500/ul on a fingerstick sample. A venipuncture sample was sent to a reference laboratory which obtained a wbc result of 3,800/ul. Per the account, the other cbc parameters matched. There was no report of impact to patient management.

Manufacturer narrative:
The customer stated that the lyse inlet tubing assembly appeared hard and discolored. The customer was instructed to replace the lyse inlet tubing assembly and to clean the wbc aperture plate. The customer reported that after performing the recommended troubleshooting, the instrument was performing within specifications. No further imprecise wbc results were seen with the instrument. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 1800 instrument. The issue was isolated to a worn out lyse inlet tubing assembly, which was replaced by the customer. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.